Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, migration.

Event description:
Explanting physician reported rupture as well as "microcyst in breasts that do not exceed 10 mm of diameter" and "lymph node in right armpit with infiltration of silicone with a maximum diameter of 14 mm" diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Event description:
Explanting physician reported rupture as well as "microcyst in breasts that do not exceed 10 mm of diameter" and "lymph node in right armpit with infiltration of silicone with a maximum diameter of 14 mm" diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Cyst(s): unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.